Event description:
The complainant alleged that medics responded to a CPR call and were attempting to monitor a pt using pads and the multi-function cable but, the monitor could not detect an ECG signal but was able to charge and discharge energy. The medics continued to use the device to treat and transport the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician the device was not able to obtain an ECG signal. Complainant indicated that there was no patient involvement in the reported malfunction.